Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Based on the investigation findings the complaint is confirmed as the coil detached from the pusher. The device passed the electrical continuity test and the heater coil section displays evidence of detachment via thermal heat from the v-grip detachment controller. The root cause of this complaint cannot be determined definitively. However, it appears the user did not realize the coil detached until it was retracted. (B)(4).

Event description:
It was reported that during a coiling treatment of an aneurysm, the embolization coil framed in the aneurysm desirably. The coil did not detach with two attempts. Upon withdrawal, the coil detached. The coil was pushed in the aneurysm successfully using a guidewire. The patient was reported to be fully recovered and going home.